Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of device history records indicates that devices were manufactured and accepted into final stock. There have been no other events for the lot referenced.

Event description:
Reported knee revision in (B)(6) 2014. Patient has a total left knee replacement with surgeries during the following months: (B)(6). Issues with knee, can't step up on a step, damage to muscles. Patient hard of hearing.

Manufacturer narrative:
Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: ¿there is no examination of explanted components and no description of loose components is noted in the revision operative report. The traumatic patellar tendon rupture and the subsequent instability of the knee requiring additional surgery were not related to factors of faulty primary total knee components¿ design, manufacturing or materials.¿ conclusions: the event could not be confirmed nor the root cause determined with no devices returned or the limited medical documentation as per the radiology reports, x-rays, progress notes, and operative reports, reviewed by a clinical consultant who indicated, ¿there is no examination of explanted components and no description of loose components is noted in the revision operative report. The traumatic patellar tendon rupture and the subsequent instability of the knee requiring additional surgery were not related to factors of faulty primary total knee components¿ design, manufacturing or materials.¿

Event description:
Reported knee revision in (B)(6) 2014. Patient has a total left knee replacement with surgeries during the following months: (B)(6) 2014 and (B)(6) 2015. Issues with knee, can't step up on a step, damage to muscles. Patient hard of hearing.